Manufacturer narrative:
Pump received with no button response on esc, act, up arrow and down arrow button due to flattened (no creased) dome switch. J2 connector was inspected and locked on lcd board noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump's button were sticking. Customer was hospital right now but not in relation with her sugar. Customer also reported that buttons were hard to press. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.